Event description:
The customer stated that the insulin pump was giving an alarm during normal use. The customer also stated that the insulin pump was exposed to an MRI scan. Troubleshooting was performed and the insulin pump failed the displacement test. The insulin pump also alarmed no delivery. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.